Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. All components were microscopically inspected, and leak tested. The outer layer of the pump bulb was worn from wear, and additionally, its kink resistant tubing (krt) was worn to the filament; however, no leaks were identified. Both cylinders exhibited wear at fold in the middle, proximal and distal end of their bodies, but no leaks were noted. The reservoir passed microscopic and leakage testing. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the left cylinder connecting tube was noted. The pump was removed and replaced. There were no patient complications reported.